Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were used to treat the lad, rca and cx. Approximately 19.5 months post procedure patient suffered nstemi and was treated with medication and with a resolute onyx des implanted in the cx and deb treatment of the rca. The investigator assessed the event as unlikely related to the index device and not related to the anti-platelet medication. The sponsor assessed the event as possibly related to the index device and not related to the anti-platelet medication. The cec adjudicated the mi a non-q-wave mi of the target vessel cx and rca, 3rd udmi spontaneous. The patient recovered.